Event description:
The customer received error codes while calibrating their vitros dt60. The event is consistent with a malfunction that could have caused false pt results to be reported. No pt sample results were reported. There was no report of pt harm as a result of this event.